Manufacturer narrative:
A review of the sterile certificate for the humeral liner was performed. The sterile lot was accepted with conformance to the requirements. The reason for the reported revision due to an infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. Concomitants: 802-001 - t-handle, torque limiter single use, ao connect (B)(6), 320-20-02 - right augment std (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6), 320-15-05 - eq rev locking screw (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6), 315-35-00 - glnd kwire (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-15-01 - eq rev glenoid plate (B)(6), 320-00-02 - 0 std right tray (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6).

Event description:
As reported, approximately 5 days post revision of competitor right total shoulder arthroplasty (tsa) to manufacturer prosthesis, the liner was replaced due to infection. The patient had an early washout due to risk of infection from previous surgeries. The event was not related to a breakage of the device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.